Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "bacteria name not registered correctly".

Manufacturer narrative:
H6: investigation summary a data transfer failure was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6)). The customer reported that the identification result of a sample was 'klebsiella aerogenes (esbl)', but that once the information transferred to their lis system, the result displayed as 'enterobacter aerogenes (esbl)'. These two identifications refer to the same thing; the identification given by the m50 is the newest name given to this specimen, while the identification showing in the customer's lis is the prior name. There is therefore no mis-identification of results and this is an issue of the lis not matching the latest naming conventions. Bd remote services assisted the customer with adjusting the data so that the name would show in both places to their preference. The root cause was a settings issue with the customer lis. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) was reviewed and revealed no previous complaints related to data transfer. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd phoenix¿ automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "bacteria name not registered correctly."